Event description:
During a laparoscopic appendectomy, surgeon went to fire a load from stapler. Stapler did not engage while inside the patient. Did not harm the patient. Ethicon echelon flex 45mm stapler. Lot # a9707l, exp: 10/31/2027.